Manufacturer narrative:
Zimmer biomet complaint number - cmp(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02159. Medical products - zimmer lcck revision total knee arthroplasty component, size f femur with 18 x 100 straight stem, zimmer lcck tibial tray size #5 with 18 x 75 mm fluted stem and straight stem components; zimmer lcck size 12 polyethylene line, zimmer nexgen 32 mm patella, zimmer nexgen, femur high-flex gsf, zimmer nexgen mis tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent right total knee arthroplasty. Customer further reports patient underwent a revision procedure approximately three months post-implantation due to allegations of instability, loss of balance, immobility and pain. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Event date: this should be blank as the revision did not occur as it was cancelled. Explant date: this should be blank as the revision did not occur as it was cancelled. The following sections could not be completed because the part/lot information could be: catalog number - 00599404012, lot number - 61074776, expiration date - aug 31, 2016, manufacture date ¿ sep 8, 2008; or the part/lot information could be: catalog number - 00599404010, lot number - 61626490, expiration date - oct 31, 2018, manufacture date ¿ oct 6, 2010. Concomitant medical products: medical product: nexgen stemmed tibial component, catalog #: 00598004701 lot #: 63130104; nexgen fluted stem extension, catalog #: 00598801518 lot #: 62726896; nexgen femoral component, catalog #: 00599401692 lot #: 62717690; nexgen straight stem extension, catalog #: 00598801018 lot #: 63012920. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the pateint was revised due to alleged implant failure which caused patient to experience instability, loss of balance, immobility and pain.